Manufacturer narrative:
Product complaint: (B)(4). This is a duplicate report of (B)(4) is being retracted as it is report duplication. (B)(4) will be kept for investigation purposes¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 29 sleeve broach is missing washer so stem trial will not stay attached.